Manufacturer narrative:
The device has been rec'd for evaluation; however, device evaluation is not yet complete. A f/u MDR will be filed.

Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery. Reportedly, there was no impact to customer's blood glucose level.